Event description:
On 1/14/80 an ipp device was implanted. On 4/4/80 the cylinders were revised. On 3/10/97 the entire device was removed from the pt and replaced due to pt dissatisfaction. Add'l info received on 4/14/97 indicates the reservoir was completely empty. No obvious defect was noted.